Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Despite attempts to charge using different adapters and cables, the issue persisted, and cts decided to replace the pump. The customer was instructed on how to put the pump into storage mode before returning it. The customer will continue using the current pump for insulin delivery and will return the problematic pump with a pre-paid label.